Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source power button was broken and stuck in, so the power didn't stay on. This issue occurred during preparation for use and procedure was completed using a similar device. There were no error messages observed, no delay, and there were no reports of patient harm or injury.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. A definitive root cause was not identified; however, based on the results of the investigation, the probable cause of the malfunction is likely a broken power switch olympus will continue to monitor field performance for this device.